Event description:
The customer observed smoke coming from the cell-dyn sms. The instrument and power supply were turned off. No injury was reported due to this issue.

Event description:
It was reported that during a lche procedure, the surgeon informed them that the hook broke, but he recognized this when the generator had showed an error. The procedure was completed with same like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.